Manufacturer narrative:
This is a report of a user error where the patient had not fully connected the solution bag to the supply line of a homechoice cassette resulting in a disconnection. User errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag had disconnected from the line of a homechoice cassette during peritoneal dialysis therapy. This event occurred during dwell while the patient was connected. The technical service representative (tsr) assisted the patient in ending therapy. During troubleshooting, the patient stated they had not fully connected the bag to the line. There was no patient injury or medical intervention associated with this event. No additional information is available.